Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was seen to be kinked at 55cm and was returned broken/fractured in 2 segments (199cm from the proximal end and 1cm from the distal end). The subject guidewire distal tip platinum wire was noted to be stretched. The proximal fragment and distal fragment was inspected, and the nitinol tubing was broken/fractured with the platinum wire exposed. The core wire distal end was observed through the distal tip dome. Functional testing could not be performed due to damage and broken subject guidewire. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, a microcatheter was used in the procedure in conjunction with the subject guidewire, the subject guidewire tip was shaped 45°, there were no difficulties encountered during usage of the device, no friction/resistance was encountered during the procedure, and the issue was noted when the operator was adjusting the subject guidewire after it reached the occlusion. The subject guidewire was returned broken in two fragments (199cm proximal and 1cm distal). During visual inspection, the nitinol tubing was noted to be broken/fractured with the platinum wire exposed on both the proximal and distal fragments. The distal tip platinum wire was noted to be stretched, thus confirming the reported event. The subject guidewire proximal fragment was also noted to be kinked/bent at 55cm from the proximal end. Functional testing was unable to be performed due to the condition of the device. Although the as reported code 'guidewire does not have smooth movement' could not be duplicated, the analysis results are consistent with the reported event as the damage to the device would have caused the perceived loss of control at the wire tip. Based on the analysis, it is probable that the guidewire experienced torsion and/or tensile forces at the distal end while navigating through tortuous anatomy which caused the device to kink, fracture, and stretch. An assignable cause of procedural factors will be assigned to the as reported and as analyzed code 'guidewire distal tip stretched', as reported code 'guidewire does not have smooth movement' and to the as analyzed codes 'guidewire kinked/bent', 'guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during basilar artery (ba) occlusion recanalization case, subject guidewire was losing it¿s control when tried to reach the target lesion. When removed along with microcatheter, the tip of the subject guidewire was found stretched. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device. The subject guidewire was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was found to be broken/fractured during use.